Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that 4 verity devices suddenly stopped working during cautery at generator change. It was noted that the devices failed to capture, and no low voltage output was present. The devices were explanted.